Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. Additionally, the dome for ECG "d" was missing. The root cause for the strained cable was excessive force. The root cause for the missing ECG dome could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables/wires exposed.